Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was multiple heart attacks that were directly linked to diabetes by the doctors. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated the customer's blood glucose was dropping and spiking the last week before they passed, and was out of control for the last month. The blood glucose being out of control put pressure on the customer's heart. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received with a depleted (B)(6) alkaline battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. Device uploaded properly using carelink. Device had a scratched case and a pillowing keypad overlay.